Event description:
International affiliate reports the icp express monitor emitted an alarm. The unit could initially be reset but after a period of time, intracranial pressure measurement could not be taken. The surgical procedure continued without icp measuring for almost an hour. Also, the accompanying icp sensor did not function properly and it appears that the sensor was explanted and replaced,. See mfg medwatch report 1226348-2005-00165 for this device.